Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a blank implantable neurostimulator recharger (insr) screen. The recharger is not charging and the desktop charger was damaged. The patient stated that the connect pin was not bent, but they could wiggle the cord on the desktop charger. The connector pin was not loose or broken. There were no patient symptoms reported. Additional information received from a manufacturer representative (rep) reported that the patient was disappointed with their insr as it was ¿shotty.¿ the patient reported that they could hear the metal moving in the insr when they would shake it. The patient wasn¿t using their therapy often and didn¿t need to charge often. It was noted that the patient had two rechargers. It was further reported that the connector pin on their desktop charger was broken/bent/loose. No out of box failures were reported. The rep was redirected to the manufacturer¿s repair department and confirmed that the patient didn¿t send back their old external equipment. It was noted that the issues with the insr and desktop charger started in (B)(6) 2016. Additional information was received from the patient. It was reported the patient¿s device had not worked in more than six months as of (B)(6) 2017. The patient had a new recharger sent to her and the new recharger didn¿t work. The patient was supposed to meet with a rep at the doctor¿s office, but the rep cancelled. When asked to reschedule, the patient told the rep that she would just have the device taken out. The patient was no longer being managed by her doctor at that time. The patient¿s device was no longer working because neither of the rechargers she had in her possession were working. The patient stated that if she could not get this resolved, she was going to have it removed. The patient reported that the device was not in a discharged state when she got the second replacement recharger. When she got the second replacement recharger and plugged it in, all it did was overheat the device. The patient stated that after speaking to a previous managing physician, she has known this to be a problem with the rechargers. The patient was redirected to follow-up with a healthcare professional for assistance scheduling a rep or assistance getting the battery charged since overdischarge was suspected. No symptoms were reported. The replacement recharger overheating when plugged in occurred in 2017. The patient noted a history of having injections. The patient did not have a managing physician, and was provided with physician listings.